Event description:
Ro machine not operating properly because pump will not function. Central water platform pump meltdown issue.

Manufacturer narrative:
Mar cor purification brought in an offsite engineering and forensic services company to determine the root cause of failure of cwp pumps. Testing performed: visually examined and took digital x-rays of the pump assembly electrical risers to determine the condition of the connectors prior to disassembly. Root cause determined to be the power cable crimp connection. This part was involved in a series of resistive heating event, that compromised the conductor and connector insulation, which eventually lead to a ground fault/short. Mar cor purification engineering team redesigned the entire electrical assembly and removed the manual crimps. This design was then implemented immediately into manufacturing process of the entire central water platform (cwp). There was also an analysis of the problem population of cwps currently at facility/user locations. Replaced all machines with the direct issues updates and repairs were made accordingly per site. Gambro was the original designer which mar cor purchased the rights to manufacturer for us. Mar cor purification will continue to monitor this complaint within the complaint system.